Manufacturer narrative:
The investigation found that the customer was using an expired control lot. Qc data using a new unexpired lot of controls showed fluctuation but acceptable results. The alarm trace did not contain a conspicuous event. It was found that 6-month instrument maintenance was performed 3 months late. The field service engineer found that fluid in the water tank and filter was contaminated. Decontamination was carried out. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, patient 1 had a serum hbsag result of 1.42 coi. The repeat result was 1.51 coi. Patient 1 had an edta plasma hbsag result of 0.390 coi and a repeat result of 0.457 coi. On (B)(6) 2022, patient 2 had a serum hbsag result of 0.532 coi. The first repeat result was 0.527 coi and the second repeat result was 1.82 coi. Patient 2 had a heparin plasma hbsag result of 1.27 coi. The first repeat result was 0.435 coi and the second repeat result was 1.45 coi. No questionable results were reported outside of the laboratory. It is unknown which results were deemed correct. The hbsag reagent lot is 628424.